Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, as the pocket was being closed, the left ventricular lead dislodged. The lead was repositioned, however while disconnecting the lead from the cardiac resynchronization therapy pacemaker (crt-p), the set screw became stuck in the wrench. The device was not used and another was implanted. No patient complications have been reported as a result of this event.